Manufacturer narrative:
The original manufacturer's MDR from 3500 (report number 2916714-2015-00587) was erroneously filed as a manufacturer's report by the distributor, (B)(4). An (B)(4) representative, (B)(4), identified herself as a misonix representative on the subject report. Ms. (B)(4) is not employed and is not a misonix representative. Ms. (B)(4) is an employee of (B)(4). By contract with misonix, misonix is the manufacturer and (B)(4) is the distributor. Hereby, misonix is filing the MDR as the manufacturer to permit misonix to enter this narrative/data/evaluation. The subject bonescalpel accessory 10mm gold blade was not returned for evaluation. The lot number was not reported by the distributor, (B)(4). Therefore, a review of the history record and an evaluation of the blade subject of the complaint and event is not possible. Engineering analysis: during a surgical procedure in which a tip is used such as a decompression or foraminotomy, the instrument will often share the operative space with other instruments and devices, many of them metal. Examples include retractors, suction cannulas, various elevators and nerve hooks, as well as instrumentation such as pedicle screws and bars. During the normal course of a surgical procedure, there are instances where tip contact is made with these other metallic devices, usually incidental and brief. Due to the high-frequency, vibratory nature of the activated micro hook shaver, prolonged contact with these other instruments while the tip is activated can cause abrasion, which weakens the tip or horn. If allowed to continue for a significant period of time at high enough amplitude and contact force, the abrasion may continue until the tip is weakened to the point of failure. Using the same mechanism, the tip may also come in contact with hard tissue anatomy in the operative field. When attempting to apply therapy to a specific bony region, the operator may position the tip in such a way that a portion contacts a bony process, such as the vertebral endplate, incidentally. When contact duration is long enough and with sufficient force, tip abrasion may become significant enough to create a failure in much the same way as metal contact failure described above. Although the silicone sheath supplied with the sheath is designed to mitigate this effect by creating a cushioned layer between the vibratory element and hard tissue or metallic item, it will only delay such an effect if the operator continues the impingement, ultimately resulting in failure of the sheath and commencing damage to the vibratory element beneath it. Risk assessment indicates the risk of serious injury is improbable. Even though the predominant failure mode of ultrasonic instruments is a partial or complete fracture, they do not shatter in multiple, difficult to locate and retrieve pieces. A partially or totally broken off piece is the most likely failure mode. Because the surgical procedure is performed at all times under surgeon's direct visualization enhanced by loupe-fitted eye glasses or a microscope, the instrument failure can be promptly identified. In addition, surgical suites are equipped with imaging devices, including x-ray. If the pieces cannot be found direct or enhanced visualization and x-ray can be performed immediately. Once identified, the failure can be easily and without delay corrected by replacing the failed instrument with a new one. As the most probable time of failure is during use and while in contact with the target tissue, the broken off piece, if any, would immediately cease to vibrate and therefore pose no additional risk to the surrounding tissue structures. The risk for delay of treatment is mitigated by the fact that institutions have back-up equipment protocols for surgical equipment. Secondary means of surgical procedures with other ablative tools permit continuance and do not delay treatment. In this specific event, the delay in treatment was reported as 10-15 minutes. In a laminoforaminotomy this delay would not result in significant risk since the procedure usually takes approximately 2 hours. Device labeling includes the following warning: "the bonescalpel system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols". The bonescalpel IFU contains the following warnings, cautions and notes in the section entitled tip limitations during bone removal: both the ultrasonic tip and the extension are vibrating at high frequency and are thus exposed to extrememechanical stresses, especially when cutting bone. Warning 4.3 ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. Warning 4.4 breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually brake. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a sharps container. Caution 4.2 insufficient irrigation and high tip pressure (loading) under extended exposure, e.g. In tight cavities, are to be avoided in bonescalpel hard tissue removal. It is recommended to withdraw and re-insert the ultrasonic tip repeatedly to re- establish adequate cooling and lubrication. Note 4.2 loose tip/tissue contact upon an initial bone incision can cause a thin tip to resonate not only longitudinally but also transversely. This can cause a thin tip to break. It is necessary to engage bone actively and with a minimal tip pressure greater than zero in order to prevent the shattering. Note 4.3 contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip.

Event description:
Bonescalpel blade - 10 mm gold scapel blade model mc615, break, 10/21/2014 malfunction, evaluation ongoing. Received via FDA medwatch: ms5039043 d.o.s.(B)(6) 2014 bone scalpel blade broke upon firstuse during surgical case. Procedures done included the following: left i4-5 laminoforaminotomy; resection of epidural lesion, left i4 and i5 facetectomy; 10x operative microscopy was used. An x-ray was taken when the blade broke and the tip was not seen in the pt when read by the radiologist. This wwas reported to the manufacturer, but the blade was not saved. Additional information: item mnuber (B)(4) lot number unknown. Delay of the surgery 10 to 15 minutes. No patient injury as a result of the breakage.